Manufacturer narrative:
Exact date unknown, event occurred few days from the preauthorization appointment date on (B)(6) 2021.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the ipg was non functional. The patient underwent an ipg replacement procedure and all pain areas were covered. The explanted ipg was discarded.